Event description:
Procedure type: laparoscopic cholecystectomy. According to the rptr: when inserted, the sealing part broke. The fallen piece was retrieved. Another device was used to complete the procedure. No bleeding occurred. No tissue was damaged. Operative time was extended more than 30 mins.

Manufacturer narrative:
(B)(4).